Event description:
During an attempted rescue by volunteer fire dep personnel the AED's voice prompt advised the user to place the electrodes. The AED continued in this manner and did not advance to the next voice prompt. As a result, the AED was unable to be used to determine if the pt was n cardiac arrest. It is unk how long the pt had been unconscious prior to the rescue attempt. It was reported that the pt expired. The AED was subsequently returned to the MFR for eval and it was determined that the AED electrode pads used in the attempted rescue were six (6) months past the expiration date. The AED was found to be operational in all aspects, functioning properly and met all operating specifications. It was concluded that due to the expired electrodes the AED was unable to detect an accpetable pt impedance level in order to advance to the next voice prompt after the "place electrode" prompt.